Event description:
Shearing noted with approximately 4cm of the midline catheter remaining in left upper arm. X-ray exams done and foreign body noted in soft tissue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reyg0297 showed no other similar product complaint(s) from this lot number.